Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2367/2240 alarm that occurred on the home choice (hc) unit during use, patient connected. The technical service representative (tsr) reviewed that alarm log with the hp, they found a se 2240. The tsr assisted the hp with clearing the alarm then explained a se 2240 indicates a large amount of air has entered setup. There was no patient injury or medical intervention reported. A follow up was done via phone call. The hp stated they were not sure what had caused the alarm, they discarded the sample, the lot number is unknown and that they don't have any more from that box. The hp stated they finished with manual supplies. The hp stated therapy has been going fine. No injury or medical intervention reported as a result of this incident.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) was not confirmed due to a lack of sample. The lot number was unknown therefore a batch review was not performed. The root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.